Event description:
An attempt was made to deploy a 3.0mm diameter x 12mm length integrity rapid exchange (rx) coronary stent into a pt. The target lesion, located in the prox rca was described as highly calcified with 75% stenosis remaining after pre dilatation. It was reported that resistance was felt at the lesion. It was also reported that, while removing a buddy wire, the stent was advanced past the lesion into an area of a previously deployed stent and upon retraction back into the lesion; the stent got caught on plaque, and dislodged from the balloon. The dislodged stent was deployed inside the other stent that was in place then it was post dilated using the stent balloon. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
Eval summary: the device was bent, wavy and kinked 18cm, 21cm, 38cm and 66cm distal to the strain relief most likely as a result of handling. The distal tubing was kinked 20.5cm and 22.5cm proximal to the balloon bond. The balloon had been inflated. Crimp impressions were evident along the balloon. (B)(4). Eval results/conclusion: (heavy calcification, stenosis). (Stent dislodgement).